Event description:
Adverse event(s): "delay in procedure" (no code available). Product problem(s): "system shut down on its own" (loss of power), "system messages displayed (device displays error message). A nurse reported the system messages were displayed and the system shut down. The system was rebooted and the case was completed without incident. There was a delay in procedure anywhere between 5-15 minutes. No pt injury reported.

Manufacturer narrative:
The company service representative examined and confirmed an error message. The core module was replaced and the stp then completed. The system was then tested and met all product specifications. A visual eval of the returned laser core module and constellation system did not reveal any visual non-conformity. The returned laser core module was installed into a known good constellation system. The system was powered on with laser module on and no system messages were observed. The returned constellation system was powered on and a service test procedure was conducted. It was found that the aux illuminator was consistently looking for a probe in port 3 even if there was no probe connected. The aux illuminator was functionally tested and was still found to meet lumens specification. The table top portion on the console did pass stp and was found to meet alcon specification. At this time the root cause of the customer reported event is unk. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B) (4). (B) (4). (B) (4).